Event description:
A (B)(6) pt to (B)(6) ER for upper chest pain. History of bilateral lower extremity deep venous thrombosis and pulmonary embolism. CT chest: linear radiopaque density in right ventricle, pt history of ivc filter placement, could represent a broken tine and disrupted ivc elements. Vascular surgeon performed ultrasound guided access to right internal jugular vein, venacavogram and removal of bard type filter. Surgical pathology report: specimen consists of a vaguely umbrella-like surgical filter (4.5 x 2.5 x 0.1 cm) with thin wire extensions focally covered by some sanguineous material at the base where the wires converge. Pathologic diagnosis: cardiovascular filter. Cardiothoracic surgeon performed right ventricular exploration and removal of foreign body and cardiopulmonary bypass on (B)(6) 2012. History of two separate filters placed. One of these filters has started to fatigue and has lost of the struts, embolized to the right ventricle. Filter removed from ivc. Strut remains in ventricle. Metal strut was identified within the right ventricle underneath the tricuspid valve. Removed without difficulty. Pt tolerated procedure well, transferred to ICU. Surgical pathology: wire segment, silver, 2.5 cm long. Less than 0.05 cm in diameter. Pathologic diagnosis: foreign body - segment of metallic wire - ivc filter strut. Pt discharged (B)(6) 2012. Pt history indicates filter placed 2010, possible at (B)(6). Call placed to hospital risk management dept.